Event description:
It has been reported to philips that the allura system was unable to power on. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. The fse confirmed that the dcps (direct current power supplies) was defective. The fse replaced the dcps assembly to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.